Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that there was an atrial intrinsic amplitude out of range on (B)(6) 2017. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).